Event description:
It was reported via user medwatch mw5109781 that balloon rupture occurred. A nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured during inflation. There were no patient complications reported.